Manufacturer narrative:
The pipeline flex device will not be returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flex embolization device did not open during the procedure. The patient was undergoing flow diversion treatment for a giant internal carotid artery aneurysm. The vessel was observed slightly severe. The vessel was medium in diameter. It was reported that the deployment status of the pipeline distal flare was not enough, therefore balloon was used to open the distal end of the pipeline. There were no reports of patient injury in association with this event.